Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were seven samples returned with this complaint. They were visually inspected and one sample had a short shot luer, one had flash on the luer tip, three had slight damage to the luer end of the barrel, and two had no defects seen. The reported condition is confirmed. The most likely root cause of the flash and short shot would be from the molding machine. The most likely cause of the damage would have been a jam at the assembly machine. The molding machine used for the reported lot number was decommissioned in december 2018 due to it not being capable of sustained performance. The investigation did not identify any other systemic issue with the product or process. Based on the information available, a corrective and preventive action is not necessary at this time. This information will be utilized for trending purposes to determine the need for additional corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that one syringe had a short fill (tip of the syringe was short). Leak test performed for possible holes and the test passed however it is felt that this issue would affect the function of the syringe; a needle would not stay attached because of the missing area.